Event description:
It was reported that the ilet user experienced multiple failed infusion set insertions during a supply change, including removal of adhesive and cannula from applicators, resulting in improper setup and disconnection from insulin delivery until guided through a successful full supply change; the reported device problem involved an incorrect procedure with the infusion set component and connector. Symptoms included headache. Outcomes included no health consequences or impact, with blood glucose remaining stable during resolution. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.